Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited missing c-cover and stain on the c-cover. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction stain on c-cover: cause not established. Based on the results of the investigation, it is likely the following led to the malfunction missing c-cover: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.